Event description:
When the surgeon inserted the lens with a lens injector, he observed that the lens had no haptics after insertion. The lens injector device was not a bausch & lomb surgical/chiron vision product. The nurse who loaded the lens in the injector stated that she has loaded these lenses 100 times with no problem. The nurse stated that the lens did have haptics during loading of the injector and when she engaged the lens in the injector. The nurse then passed the injector to the surgeon. After insertion, the nurse stated that she observed one haptic still in the injector. The surgeon stated that because the hosp did not have a replacement lens, he had to leave the lens in the eye for a week before removing it and replacing it with another lens. The surgeon stated that he would have normally removed the lens and replaced it in the same surgical procedure. Pt prognosis is good.